Manufacturer narrative:
The user facility submitted medwatch mw5082081 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the middle of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Date received by MFR: baxter was aware of the initial report on 01/07/2019, not 01/08/2019. The lot was manufactured between april 18, 2018 and april 19, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed only at the spike port cap from the base of the spike port. The reported condition of leak was verified from the spike port cap, not the middle of the bag. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.